Manufacturer narrative:
Visual inspection of the device showed that the shuttle cartridge was disengaged from the handle. The introducer sheath was covering the balloon. Shuttle movement was checked and resistance was felt during retraction. Subsequent to unsheathing, it was immediately observed that the proximal sealant appeared to have "swelled", which is indicative that it has been exposed to saline. The proximal sealant was found wedged between the advancer tube & the shuttle cartridge. This condition may have also contributed to the device jam. Based on the provided information and the investigation performed, the resistance felt during the deployment might have been caused by the sealant swelling up and increasing the profile causing the sealant to wedge between the shuttle cartridge and the sheath. High tension applied to the balloon catheter during the shuttle deployment step can result in a tight seal at the tip of the sheath and as the device is advanced, saline can be trapped inside the sheath causing the sealant to hydrate prematurely which can contribute to a device jam. The review of the lhr (f1507003) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: post the sealant deployment, the physician was unable to move the procedural sheath. The green shuttle handle was moved back to the black grip handle (start position). Manual compression of 30 minutes or less was held to achieve hemostasis. There were no complications and the patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/procedure. Additional information: there were no kinks in the sheath or device after removal. Procedure type: diagnostic peripheral vessel size: 6 mm sheath size: 6f stick location: medium vessel type: arterial.